Event description:
It was reported to philips that the device was generating ECG reading problems. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This case is found duplicate of pr 1413651 as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2021-15075) for further details.